Event description:
Additional information was received that patient has had a change in seizures pattern and increase in seizures frequency. The patient¿s general epilepsy changed from 1-2 seizures a year to 1 every 3 weeks. No additional relevant information has been received to date.

Event description:
Patient is improving however still having intense epileptic episodes. No additional relevant information has been received to date.

Event description:
Information was received from the patient's caregiver that the patient is doing slightly better after adjusting the output current though the patient still gets major episodes. It was noted that the patient's condition improved up to 60%.

Event description:
Additional information was received that the increase in seizures patient is experiencing are not related to vns. The increase in seizures initially improved, but patient has multiple seizure types with variable frequencies and more recently more general tonic clonic. The report of coughing and vomiting are not related to vns as well. No additional relevant information has been received to date.

Event description:
It was reported that the patient was doing very well with vns then the patient had fallen on his face while playing, but had no issues at the time. A week later, he was seen by his neurologist and had his settings increased as part of his normal titration schedule, and afterwards he started having increased seizures, coughing, and vomiting. No additional relevant information has been received to date.